Manufacturer narrative:
The insulin pump had a minor scratched lcd window, a cracked case near the display window corners, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The pump was not dropped or bumped. Customer's blood glucose was 90 mg/dl. The crack was seen on the battery and the drive support cap did not appear to be damaged. Customer does not know how it happened. Customer was asked verbally and in written form to return the pump for analysis.